Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. Final analysis found medical adhesive on the lead helix and inside of the helix header, causing extension difficulty.

Event description:
This report is to advise of an event observed during analysis.